Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customers allegation was confirmed. The device evaluation did find that there was no image (blackout) on the monitor screen with ltf series scope due to the faulty receptacle, and the front panel switches not working due to faulty cm board. The evaluation also found the following issues: wires found corroded need to be replaced, corrosion on rear panel, minor corrosion on output connectors but working ok, minor corrosion on capacitors, crack on the front panel grooves, and usb port led dim but working ok. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera elite video system center had a bad image; the image is not visible due to severe noise and flicker. The issue was observed during preventative maintenance and no procedure was involved; therefore, no patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.